Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of infection. Medical records were received. Operative report indicates that the cultures never (B)(6). It was further noted that she likely had a metal on metal allergy rather than infection.